Manufacturer narrative:
Us customer contacted cepheid to discuss results. A sample was collected from the patient on (B)(6) 2022. Patient was not showing symptoms at the time of collection, which is noted to be off label per the pi. Customer processed the sample per pi and mixed with inversion. On (B)(6) 2022, this sample was run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive, flu a positive, flu b positive. This was not reported to the md. Due to this sample resulting as positive for all three targets, the customer retested the specimen per the pi on (B)(6) 2022 with xpert xpress cov-2/flu/rsv plus from the same lot, which resulted in sars-cov-2 positive, flu a positive, flu b positive. This was also not reported to the md. The customer sent specimen to an outside facility who runs xpert xpress cov-2/flu/rsv plus on gx infinity. This sample was sent to this second facility frozen on (B)(6) 2022, which is noted to be off label per the pi. The second facility thawed the sample. The sample was processed per pi and mixed with inversion and was ran on (B)(6) 2022 with xpert xpress cov-2/flu/rsv plus and resulted in sars-cov-2 positive, flu a negative, flu b positive, rsv negative. Only the flu a, flu b, and rsv result was reported to the md. On (B)(6) 2022, the second facility ran the same sample on alinity m sars-cov-2 assay = sars-cov-2 negative. This result was reported to the md. Cleaning procedures were not noted or known as the person who reported the discrepant did not run the sample and was not at the facility at the time of testing. No blank cartridges were run to rule out contamination. There was no deterioration of health of the patient due to this discrepancy. This case involves a nasal swab from an asymptomatic person that showed amplification in every channel by the xpert xpress cov-2/flu/rsv plus test. The test was run initially to mask rsv result. Cov2, and flua and flub were all positive with similar CT values. The test was repeated on the same specimen, and again positive for cov2, flua and flub. The specimen was frozen then sent to another lab for xpert xpress cov-2/flu/rsv plus testing and showed amplification of all targets but later CT values (flua was negative). Cov2 was detected. The same specimen was negative for cov2 by the alinity assay. All pcr curves are normal in appearance, with no evidence of product malfunction. No reported harm to person tested. Cepheid patient safety board noted to customer that testing of patients that are not suspected of covid-19 is off-label and must be validated for this use. The likely root cause is contamination and/or carryover. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note for section device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss results. A sample was collected from the patient on (B)(6) 2022. Patient was not showing symptoms at the time of collection, which is noted to be off label per the pi. Customer processed the sample per pi and mixed with inversion. On (B)(6) 2022, this sample was run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive, flu a positive, flu b positive. This was not reported to the md. Due to this sample resulting as positive for all three targets, the customer retested the specimen per the pi on (B)(6) 2022 with xpert xpress cov-2/flu/rsv plus from the same lot, which resulted in sars-cov-2 positive, flu a positive, flu b positive. This was also not reported to the md. The customer sent specimen to an outside facility who runs xpert xpress cov-2/flu/rsv plus on gx infinity. This sample was sent to this second facility frozen on (B)(6) 2022, which is noted to be off label per the pi. The second facility thawed the sample. The sample was processed per pi and mixed with inversion and was ran on (B)(6) 2022 with xpert xpress cov-2/flu/rsv plus and resulted in sars-cov-2 positive, flu a negative, flu b positive, rsv negative. Only the flu a, flu b, and rsv result was reported to the md. On (B)(6) 2022, the second facility ran the same sample on alinity m sars-cov-2 assay = sars-cov-2 negative. This result was reported to the md. Cleaning procedures were not noted or known as the person who reported the discrepant did not run the sample and was not at the facility at the time of testing. No blank cartridges were run to rule out contamination. There was no deterioration of health of the patient due to this discrepancy.